Event description:
Received strepto kinase IV in e.r. For a.m.I. Developed acute onset compartment symdrome in left arm requiving fasiotomy procedure.contributing factors may have been. Non-invasive blood pressure cuff on some arm, having abg's drawn from l arm. Was also noted to experience bleeding from right ear in r r after administration of strepto kinase. Also h/d ulcer disease. Developed v fib in 2 r also. See litemture search info & b.et comm the notes attached. As of 2/22/94- w/ongoing nuro symptoms in l arm, hard.